Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.

Event description:
Pt reports experiencing pain on right side, like a knife stabbing or a cramping that runs down through his groin. Incisional hernia repair from the removal of an ileostomy after colon cancer.